Manufacturer narrative:
It was reported that a staff member experienced an allergic reaction during use of the face mask. Reportedly, this occurred over two (2) days of using a face mask from the same box of face masks. On the first day, the staff member noticed a "smell" when the face mask was first put on. She then experienced redness under her eyes, a runny nose, cough, and chest tightness. On each day of face mask use, the staff member took oral benadryl and an unspecified breathing treatment. No additional medical treatment or follow-up care was reported to the manufacturer. A sample was returned to the manufacturer for evaluation and a root cause for the reported incident was unable to be determined. Biocompatibility testing was reviewed for the product and no non-conformances were identified. Due to the reported need for medical treatment, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a staff member experienced an allergic reaction during use of the face mask.